Event description:
Boston scientific received information that this patient present with dyspnea during exercise. When presented to the hospital poor stimulation was noted and a possible dislodgement of the right ventricular (rv) lead was observed when performing an x-ray. At this time the rv lead remains implanted.

Manufacturer narrative:
Should additional information become available this event will be updated.